Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent functional testing using a different battery, the malfunction was not duplicated.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. The battery used at the time of the event was not returned as part of this investigation. It's important to note that the customer indicated that the battery used was not fully charged. Analysis of reports of this type has not identified an increase in trend.